Event description:
It was reported that a left pneumothorax was discovered the day after lead implant. A chest tube was inserted and the pneumothorax was resolved and the patient was discharged after a 5 day hospital stay for observation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.